Event description:
During a da vinci si hysterectomy procedure, the surgeon reportedly noted that the prograsp forceps instrument was not responding. The instrument was removed from the patient and the user facility allegedly found broken cables on the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.